Manufacturer narrative:
Software analysis was initiated and determined through image analysis that the behavior reported was the intended behavior of the software. The exam showed significant distortion and missing information. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the site was unable to pass tracer and that they had a high error metric with point merge. The scan was non-contiguous 2mm thickness and 2.3mm spacing so data was missing. Technical services (ts) had the site modify the 3d display to appear better in registration and re-attempt point merge. The site said they would try this. Navigation was aborted. There was a reported delay to the procedure of less than one hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that modifying the 3d display did not make registration possible. It was suspected that the issue was caused by movement in the magnetic resonance imaging (MRI) scan. Navigation was aborted for this case. The protocol for MRI and computed tomography (CT) were discussed with the site.